Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving 1000 mcg/ml of baclofen at 134.3 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported a motor stall was seen at initial interrogation and the patient had not had a magnetic resonance imaging (MRI) procedure. It was indicated a motor stall and recovery had occurred. The event date was provided as (B)(6) 2018. Electromagnetic interference (emi) considerations were reviewed. The healthcare provider (hcp) stated the patient had a stimulator that required a magnet. Technical services reviewed the recommended distance to keep magnets away from the pump and reviewed alarm specifications. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient¿s weight at the time of the event was 38.556 kilograms. The motor stall occurred on (B)(6) 2018 at 11:08 am and the critical alarm sounded and was witnessed by the patient¿s caregiver. The pump recovered at 12:03 pm. The logs were checked at 1:30 pm. The motor stall lasted for 55 minutes. It was thought the motor stall was caused by a magnet for the patient¿s neurostimulator. It was placed on the patient¿s blanket too close to the intrathecal baclofen pump. The patient¿s mother and caregiver were instructed to keep the magnet 25 cm/9 inches away from the pump. No further complications were reported/anticipated or expected.